Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 a review of the manufacturing device history record (DHR) confirmed that the system was manufactured in compliance with the device master record and met all release criteria. A nonconformance-based review associated with the serial number did not identify any relevant contributing factors. Service history review confirmed that the system was evaluated under service record, prior to the initial reported event, and was found to meet manufacturer specifications. Following continued customer concerns, additional service activities were performed. Service record, during which the system software was updated. Post-service testing confirmed the system met manufacturer specifications in accordance with the service test procedure (stp). A subsequent service record was opened on, and the system again met manufacturer specifications following stp testing. Based on the available information, including repeated confirmation of system conformance and review of reported behavior, the reported issue could not be confirmed as a hardware or manufacturing defect and remains inconclusive. Chamber instability is recognized as a multifactorial phenomenon that can occur with any phacoemulsification system, particularly when operating at lower interocular pressure (iop) levels where tighter operating margins may increase sensitivity to changes in fluidics and surgical technique. Contributing factors may include patient anatomy, surgical setup, surgeon-selected fluidics parameters, and user technique. Based on the information obtained, the root cause of the reported event remains inconclusive. No corrective or market actions were identified as a result of this investigation. Quality assurance has reviewed this complaint and will continue to monitor post-market data for evidence of adverse trending and take further action as appropriate. Similar incident/event data was collected for the associated reported events, and periodic monitoring will continue. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while using an ophthalmic operating system exhibited venting. The patient experienced shallowing of the anterior chamber. Additional information has been requested; however, no further information has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).